Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and deployed without issue. The second clip (71110u103) was advanced and placed; however when pulling the gripper line, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr was grade was 1-2. There was not enough room to implant a third clip; therefore there was no treatment provided due to the slda. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to user technique and/or procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.